Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 01-sep-2015, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 01-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that a manufacturer representative (rep) told the patient that ¿they had one lead that was good and one lead that was so so¿. On (B)(6) 2018, the rep reported that there were impedances on one lead, so they reprogrammed around the impedances. It was unknown if the impedances were high or low. There were no reports of medical or therapy issues and no patient symptoms reported. Surgical intervention did not occur and there were no further complications reported or anticipated.